Event description:
The catheter was unable to collect mapping points while in use in the patient. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for high density mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter).